Event description:
Consumer called in to report that her heating pad caught fire and caused burns to her back. The pad also caused damage to her couch. This type of malfunction is due to a consumer laying on the heating pad which is contrary to proper instructions for use.